Event description:
It was reported that one day post implant, the atrial lead exhibited loss of capture and sensing anomaly. The patient was restless during the night and the lead had dislodged. The lead was successfully repositioned. On (B)(6) 2014 one day post repositioning procedure, capture thresholds and sensing values had changed. Chest x-ray confirmed lead dislodgement. The lead was successfully repositioned on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.